Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date & lot number - unknown. Date implanted - 1992. Manufacture date ¿ unknown.

Event description:
It was reported patient underwent a total hip arthroplasty in 1992. Subsequently, patient was revised on (B)(6) 2014 due to poly wear. The modular head and liner were removed and replaced.